Manufacturer narrative:
The reported observation of low battery was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The artemis clinicians manual was used to calculate the device longevity by determining the energy factors over the implant period. The estimated longevity range would have been 1.7 years (program #2 continuous tonic) assuming 700 ohm program impedances, and 2.4 years for (program #1 cycle tonic 30/90) +/- .25-year, assuming 700-ohm program impedances. It should be noted that program #1 cycle tonic was utilized 71% of the implant duration and would have a greater impact on the battery longevity.the average calculated longevity would have been 2.05 years. The total stimulation on time was 2.26 years, therefore,it was concluded the device had normal battery depletion at the time of explant.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.